Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflation unit air supply was unstable, the air supply brakes did not work, and the device made a buzzing noise after which the front panel turned off. The issue was discovered during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing led based on the results of the investigation, it is likely the following led to the malfunction: due to the pressure sensor on the main board, which is leading to unstable operation when air is blown and leading to the front panel turning off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.